Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net transmission. Upon review, the atrial lead exhibited low impedance and p-wave oversensing. Polarity switch was noted due to low impedance. There were no other electrical anomalies. Programming changes were made. Patient will continue to be monitored.